Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had skin erosion over the pocket site. No external factors were reported. No interventions or troubleshooting had been done yet. The issue was not resolved the time of this report. No device issues were reported. Additional information received reported that the doctor had administered antibiotics preventively.